Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a third-party remote monitoring service informed the clinic that the right atrial (ra) lead exhibited loss of capture (loc). Upon review, technical services (ts) noted there was fusion on (B)(6), otherwise ra threshold measurements were in the 0.5 - 0.6 v range. The presenting electrogram (egm) showed atrial sensing (as) and ventricular pacing (vp), but no ra loc. This ra lead remains in service. No adverse patient effects were reported.